Manufacturer narrative:
Patient information was unavailable from the site. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative while on site for service reported that the site has mentioned that during cranial resection procedure the navigation system became unresponsive. Rebooting the system resolved the issue and the site proceeded with case. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
UDI provided. Device manufacturing date provided. If information is provided in the future, a supplemental report will be issued.